Event description:
Same case as MDR ID#2134265-2014-07252 and 2134265-2014-07254. It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter, a 8mm x 2.75mm nc quantum apex¿ balloon catheter, and a 2.50mm x 12mm emerge¿ balloon catheter were used for dilatation. It was noted that the three balloons ruptured. The procedure was completed with an unspecified size emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter. There was blood in the wire lumen and contrast in the inflation lumen. There was a pinhole in the balloon wall over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and the ro markerband that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-07252 and 2134265-2014-07254. It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter, a 8mm x 2.75mm nc quantum apex balloon catheter, and a 2.50mm x 12mm emerge balloon catheter were used for dilatation. It was noted that the three balloons ruptured. The procedure was completed with an unspecified size emerge balloon catheter. No patient complications were reported and the patient's status was good.